Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 5592-45 lead implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance on the right ventricular (rv) lead was noted during an interrogation. A repeat transmission noted that impedance levels were ''normal''. The lead remains in use. No patient complications have been reported as a result of this event.